Manufacturer narrative:
Failure event observed during analysis. Final analysis found burnt components on both sides of the main pcb and on its¿ inner casing. After opening the transmitter, inspection revealed that there were multiple burnt components on the main pcb. Inspection of the inner housing of the transmitter revealed it had sustained burnt damage as well. The field complaint of the transmitter not powering up and the circuits having been charred was verified.

Event description:
This report is to advise of an event observed during analysis.